Event description:
It was reported the patient experienced overstimulation and a shocking/jolting sensation. The patient¿s device was explanted and rep laced.

Manufacturer narrative:
Analysis of the neurostimulator, serial (B)(4), found no anomaly.

Event description:
Additional information received reported that the patient stated they felt some extra current surges when the health care professional (hcp) changed amplitude. It was noted that the symptoms started with the new device. It was noted that the health care professional (hcp) stated that they did an x-ray. It was noted that the health care professional (hcp) stated that they did impedance measurements and there were no problems. It was noted that there was blood in the connector. It was noted that the troubleshooting with the new implantable neurostimulator (ins) was without any problems. It was noted that the only the ins was new.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available. (B)(4).